Event description:
It was reported that there was oversensing on the lead and the patient received inappropriate shocks. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was oversensing, high impedance and noise on the lead and the patient received inappropriate shocks. The lead was capped and replaced. No patient complications have been reported as a result of this event.